Event description:
It was reported that the devices were used during thoracic surgery. The device was approximated on lung tissue, the surgeon attempted to reposition it and it would not de-approximate to move it to a different position. This device was removed and was never fired. The patient is currently stable.

Manufacturer narrative:
(B)(4): closure trigger top. The ec60a device was received for analysis with the shrouds open and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was articulated to the right and left and worked as intended holding each positions. The clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the returned device. The device was disassembled to verify internal components and the closure trigger top was found broken, this is consistent with applying a large prying force on the closure trigger handle in the opening direction. It should be noted that if the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Please reference instructions for use for additional information. The returned cartridge reload was tested for functionality by resetting and reloading it into a test device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.